Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not be conclusively determined. Additionally, a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The submitted log files captured the pump operating as intended at the set speed with no notable events. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are both currently available. Section 1 of the IFU lists right heart failure, respiratory failure, infection, and venous thromboembolism as adverse events which may be associated with the use of heartmate 3 lvas. Section 6 of the IFU also lists infection and thromboembolism as potential late postimplant complications. Section 6 of the IFU, under ¿right heart failure¿, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options, including placement of a right ventricular assist device. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 6 of the IFU, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a planned durable left ventricular assist device (lvad) surgery on (B)(6) 2023. The patient was gradually weaned off cardiopulmonary bypass and there was severe right ventricular (rv) failure. A temporary centrimag without an oxygenator was placed for central right vad (rvad) support and the chest was packed and left open. The patient also needed intubation for respiratory failure at this time. The patient was transferred to the intensive care unit (ICU) in stable but critical condition. On (B)(6) 2023 the patient was brought back to the operating room for chest closure. It was determined that they continued to need rvad support. At this time, a protekduo cannula was placed using fluoroscopy and transesophageal echocardiogram (tee) guidance. The protekduo cannula was then connected to the rvad circuit with good flows and the patient's chest was closed. The patient had a rising white blood cell count (wbc) starting on (B)(6) 2023, when it jumped from 17.8 10e3/ul to 22.6 10e3ul. On (B)(6) 2023 the patient had a sputum culture positive for 1+ enterococcus faecalis. They were treated with vancomycin on (B)(6) 2023 through (B)(6) 2023. Log files were sent for review on (B)(6) 2023; the log files captured routine events. On (B)(6) 2023 they were extubated from their index procedure. They were given meropenem (B)(6) 2023 through (B)(6) 2023. On the morning of (B)(6) 2023 rvad flows decreased abruptly, and healthcare providers were highly concerned for thrombus. They were unable to reposition the cannula in such a way that resolved the issue, and there were no flow alarms present. After discussion with the heart failure team and cardiovascular surgery, it was decided to remove the cannula while bedside. It then noted that there was increased clot/fibrin throughout the circuit, as well as at the connectors within the circuit. The cannula had fibrin at the tubing connectors, as well as clot/fibrin at the y junction of the protekduo. After decannulation the patient¿s condition gradually improved and they were able to recover without further rvad support. It was also noted that they were given thrombolytics. On (B)(6) 2023 the patient was noted to have right upper extremity edema with pain. An upper extremity doppler ultrasound revealed a nonocclusive right internal jugular thrombus. The patient was already on warfarin therapy and no additional medication changes were made. Wbc peaked at 38.5 10e3/ul on (B)(6) 2023. No further respiratory cultures were taken, and the patient¿s wbc began down-trending on (B)(6) 2023. As of (B)(6) 2023 the patient had been on inotropes greater than 14 days post index procedure. Their last dose was on (B)(6) 2023. The patient was ultimately discharged on (B)(6) 2023. Related centrimag MFR #: 3003306248-2023-01949.